Event description:
User facility reported that following a transurethral resection of the prostate (turp) on (B)(6) 2020, patient presented the next day with bleeding. During the initial surgery, the doctor used an electrode loop and was working on the left side of the prostate. When that was dry he moved to the right side of the prostate and noticed that the image was getting bloody. At that point it was identified that the left side of the prostate started bleeding again. It is understood that there was no bleeding present upon completion. The patient returned due to bleeding. The doctor completed the surgery again and found that the left side of the prostate was bleeding. The device was returned to the service center for evaluation. The unit was inspected and tested. All tests passed. All outputs are within specifications. Errors e006 and e486 are recorded in the error log multiple times, but were not duplicated during inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. This event has been reported by the manufacturer on MDR# 9610773-2020-00294. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.